Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR as the adverse event was considered life threatening and also due to the medical intervention of the epinephrine and cardiac pressors that were provided to the patient. The dsir plus, ds20100807, was returned to the regional service center (rsc) for investigation. A review of the device's service log confirmed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure. The service log also indicated that a system shutdown alarm occurred after the delivery failure alarm. During the device investigation, the device booted up with a service required screen due to an unrecoverable software fault for an audio post (power on self test) failure. The rsc investigation was unable to reproduce either the delivery failure alarm or the system shutdown alarm. The device's 50018 main board was replaced as all of the device's ipl communications occur on this main board. Replacing the device's main board also addressed the audio post alarm observed during the device investigation as the microphone used to detect the device's audio is located on the main board. A full functional test was performed after the 50018 main board replacement and the device operated according to specifications. As a result, the device was placed back into circulation for customer use. The delivery failure alarm, due to an apparent ipl failure within the device, resulted in an abrupt discontinuation of inhaled nitric oxide (no) therapy to the patient. This abrupt discontinuation of no could have contributed to the patient's oxygen desaturation and bradycardia. Thus, the root cause for the patient's oxygen desaturation and bradycardia was likely due to the interruption of no during the device's delivery failure event. Trends were reviewed for complaint categories, delivery failure, oxygen desaturation, and bradycardia. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: oxygen saturation, low and bradycardia. (B)(4). 6/1/2020.

Event description:
The customer reported that a patient experienced both oxygen desaturation and bradycardia while on the inomax dsir plus. The customer stated that the patient was admitted to their adult intensive care unit with a diagnosis of covid -19. The customer reported that the patient developed acute respiratory distress syndrome and was placed on a ventilator with the following settings: tidal volume 320, respiratory rate of 32, fio2 of 70% with a peep of 10. The customer reported that on (B)(6) 2020, the patient also began receiving inhaled nitric oxide (no) therapy from the inomax dsir plus at 25ppm no in conjunction with the ventilator. The customer stated that the patient's nurse heard the inomax dsir plus alarm on (B)(6) 2020. The customer stated that the staff entered the patient's room and saw that the inomax dsir plus was reading "delivery failure". The customer reported that there was a red "x" over the set no dose button on the device's display. The customer stated that the patient then went from a base line oxygen saturation in the mid-90's to an oxygen saturation of 83%. The customer also reported that the patient became bradycardic as their heart rate dropped down to 44 beats per minute. The customer did not know the patient's baseline heart rate. The customer stated that they immediately turned the fio2 on the patient's ventilator up to 100%, administered 1 milligram of epinephrine to the patient, and maximized all three of the patient's cardiac pressor drugs. The customer was not sure which cardiac pressor drugs the patient was on at the time of the event. The customer stated that they also simultaneously switched on the integrated back up for the inomax dsir plus as instructed in the product labeling to ensure continued delivery of inhaled no while other staff members prepared a backup inomax dsir plus device. The customer reported that the patient was placed on the new inomax dsir plus device and the patient returned to their baseline within a short time. The customer estimated that the whole event lasted about ten minutes. The customer stated that the patient was currently being maintained on their original ventilator setting and all of the patient's vital signs were back to baseline. The device was returned for investigation. This MDR is for the adverse events, oxygen desaturation and bradycardia, that were experienced by the patient. The reportable device malfunction is reported in MDR 3004531588-2020-00072.